Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the site could not use the 2.2 guide from the external biopsy kit because it was not cannulated all the way through so biopsy needle could not go through. There was no delay to the case. No impact on patient outcome. Additional information was received stating that the site used another kit to complete the case.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.